Event description:
It was reported that the pt experienced respiratory depression the day after implant. The pump contained 10 mg/ml of dilaudid, as well as bupivicaine and clonidine. The pump was programmed to deliver 0.48 mg/day of dilaudid. The pump was at the minimum therapeutic rate. Treatment options were being considered. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).